Manufacturer narrative:
On (B)(4) 2012, a service technician of acist's (B)(4) distributor visited the hospital and tested the acist angiographic contrast injection system, model cvi. There was no evidence of device malfunction based on this testing. The acist pt manifold kit, model bt2000, was tested under simulated use and passed functional testing. The other consumable kits had been discarded by the hospital; therefore no analysis could be made of these items. The hospital elected not to provide a copy of the cine-angiogram; therefore, there was no analysis of the angiographic images to visually confirm the amount of air that was injected into the pt. Based on the results of the testing of the injection system and analysis of the acist pt manifold kit, model bt2000, used during the event, there is no evidence of device malfunction. The most likely cause of the air embolism is air in the system at set-up with injection during the first injection of contrast. The most likely cause of air in the system at set-up is failure by the user to clear the system of air at set-up or initial connection of the catheter. Acist's risk management has appropriate risk mitigation's in place for potential air embolism due to user error, including labeling describing air bubble precautions and the user manual which guides the user through set-up and purge of the injector system. This report is closed.

Event description:
Narrative: user facility reported: during a left heart catheterization, at the first injection of contrast, air was injected into a pt's left coronary artery. The pt became hypotensive (85 - 90 mmhg systolic). There were no other clinical symptoms reported. The pt was monitored and recovered the same day. (B)(4).